Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one opened bard debakey double velour fabric was returned for evaluation. The edges of the fabric was inconsistent to the other edges. The sample was compared to the visual standard in place and did not meet the standard displayed in the procedure. The fabric was not consistent with the comparison sample and appeared to be loosely woven. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for material frayed, as the edges of the returned sample was found to be frayed. Additionally, the investigation is confirmed for non-standard device, as the fabric's weave appeared inconsistent throughout the sample. All cutter machines used to cut in production were entered in the preventive maintenance program. A preventive maintenance number was assigned to sharpen the blades with a determined frequency. Labeling review: the current debakey fabrics instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the fabric was used during surgery, but did not seal. The fabric allegedly appears to be large-meshed & the quality is not the same as usual. Reportedly, another product was used to complete the procedure. There was no reported patient injury.